Manufacturer narrative:
(B)(4)

Event description:
It was reported that the asymptomatic patient presented for a routine follow up, the left ventricular lead exhibited low impedance, high pacing impedance and unacceptable capture thresholds. No intervention had been reported. No additional information was available.

Manufacturer narrative:
Correction: (B)(4).

Event description:
New information available on 9/25/2017 states that, the asymptomatic patient presented in clinic for follow-up after receiving a patient notifier. Upon interrogation, it was noted that the left ventricular lead triggered an alert for low impedance. A fluoroscopy of the lead was performed and no lead issues were discovered. No other lead measurement issues were noted. The patient was stable throughout the interrogation and would continue to be monitored.